Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician was unable to fully insert the right atrial (ra) lead into the header of this pacemaker upon their initial attempt. Reinsertion was attempted once more while applying torque to the lead and it was then successfully inserted into the lead barrel and connection confirmed. No adverse patient effects were reported. This system remains in service.